Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date. A sling and another manufacturer's unknown mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, enterocele and rectocele. It was reported that patient underwent mesh removal/revision on (B)(6) 2009. No additional information provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision and enterocele repair due to stress urinary incontinence, erosion, and pelvic pain on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney, that the patient underwent rectocele repair and insertion of pig dermis mesh on (B)(6) 2011 and pubovaginal sling and excision of mesh on (B)(6) 2012 due to severe pelvic and vaginal pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03324. The same patient is represented in each medwatch.